Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was cracked. The cartridge o-ring allegedly was "dried out." There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11-apr-2019 with the following findings: during investigation, a visual inspection revealed the battery compartment was cracked from the threads to the case seal along the grip pad. The battery cap was found to be damaged; the battery cap threads were stripped/damaged. The cap was unable to tighten securely on a test pump. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Correction - the initial report indicated that the cartridge 0-ring was ¿dried out.¿ in fact, the reporter indicated the battery cap 0-ring was ¿dried out.¿